Manufacturer narrative:
The insulin pump passed self test and displacement test and the time advanced properly during testing. The device had no frozen screen noted and had intermittent button response on up arrow button due to corroded keypad traces. The device had no unexpected numbers ramping noted and was received with a minor scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.